Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in hospital with inappropriate shocks and noise on the rv lead. The device charge time limit reached message was received. Programming changes were made. Fluoroscopy did not reveal any externalization. The lead was capped and replaced. The device was replaced to a single chamber pacemaker. The patient was not symptomatic.

Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device timed out charges due to numerous hv charging caused by the noise. The device was tested on the bench and no anomaly was found. The cause of the reported noise could not be determined.